Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir leaked. He also received a constant motor error alarm. Customer's blood glucose level was not reported. The reservoir leaked past the second o-ring. The reservoir also had an air bubble. He had ongoing issues with the reservoirs. The device was not returned.